Manufacturer narrative:
(B)(4). The screw was not returned and the screw type was not provided. The complaint could not be verified. No lot number was provided for review, therefore a device history record or complaint history review could not be completed. A definitive cause could not be determined.

Event description:
The dentist reported the abutment screw had fractured after 5 years. The screw was removed.